Event description:
A high blower temperature alarm(e/c 1122) was reported. There was no patient involvement.

Manufacturer narrative:
During further investigation (fi), a visual inspection of the blower assembly outer surface revealed no evidence of damage or contamination. The blower assembly end cap was removed and a visual inspection of the impellers and surroundings did not reveal any signs of rubbing, damage, or contamination. Before applying power to the blower assembly the lm20 temperature sensor output was verified with a dc power supply set to 5.0 volts (nominal 1.57 vdc to 1.63 vdc) and the device passed with an output of 1.58 vdc. The blower assembly was installed in a fi test ventilator. The test ventilator booted up and delivered breaths on ac while operating in normal ventilation mode with no errors detected. The returned blower assembly was allowed to run a minimum of 4 hours on normal ventilation mode and no error codes were generated. The returned blower assembly was allowed to run another minimum of 4 hours on diagnostic mode and still no errors were generated. The blower temperature remained well below the maximum allowable temperature. The air flow accuracy test was performed to verify and test the blower assembly functional integrity and the device passed. The blower assembly passed all testing. A high blower temperature alarm (1122 error code) could not be duplicated. There were no faults found with the blower assembly.